Event description:
The reporter stated that the surgeon inserted a cc4204bf single piece collamer lens and was removed without enlarging the incision, during the same procedure, due to a capsular tear. An anterior vitrectomy was performed. Another lens was inserted. No suture was required to close the wound. The reporter stated that the lens was not the cause of the capsular tear. The reporter stated that a competitor's phacomulsificaton system was used.

Manufacturer narrative:
Results - visual inspection of the returned product showed that there is no visible damage. Clear surgical residue/debris on the product a lens work order search was peformed and no similar complaint was found within the search. Conclusion - (no conclusion can be drawn): based on the complaint history, work order search and evaluation of the returned product, a specific root cause of the event could not be determined. It should not be noted that the injector, foam tip plunger and cartridge were not returned for evaluation.